Manufacturer narrative:
Upon further evaluation of the complaint record it was confirmed that there were no device malfunction or failure. The report was submitted in error, please disregard the initial report with MFR report 2016493-2023-239365.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.